Manufacturer narrative:
Continuation of d10: product ID 3777-75. Serial# unknown. Implanted: (B)(6) 2022. Explanted: (B)(6) 2023. Product type lead product ID 3777-75.serial#: unknown. Implanted: (B)(6) 2022. Explanted: (B)(6) 2023. Product type lead g2 country: china. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A distributor reported that when the patient ¿went to the hospital one after another for program control¿ that abnormal lead resistance was found and that the ¿electric resistance could not be measured.¿ it was stated that the ¿impedance was 0.¿ additional clarification was sought regarding this statement; however, no further information was available. It was also reported that the patient experienced ¿a strong electric shock sensation on the left side of the body.¿ the cause of the abnormal lead resistance and shocking sensation was unknown. It was unknown whether any external factors may have led or contributed to the issue or if any troubleshooting was performed to address the issue. The issue remained unresolved. The patient¿s implantable neurostimulator (ins) and leads were explanted at the time of report and the shocking sensation was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID: 3777-75. Serial# unknown. Implanted: (B)(6) 2022. Explanted: (B)(6) 2023. Product type: lead; product ID: 3777-75. Serial#: unknown. Implanted: (B)(6) 2022. Explanted: (B)(6) 2023. Product type: lead. H2. Correction: please note, h6 codes b20, c20, and g04060 no longer apply to this report. H3. The returned ins (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. The returned lead (serial # unknown) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #0, #4, and #5 conductors were broken in the body of the lead within 10 cm of the connector area. The returned lead (serial # unknown) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the all conductors were broken; 34.3 cm from the proximal end of the lead. H6. Please note, codes c070603 and d15 apply to the leads, and c19 and d14 apply to the ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.